Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used for a mid-urethral sling procedure on (B)(6) 2007. According to the complainant, the patient suffered "serious bodily injuries" after the procedure including continued stress urinary incontinence, erosion of internal bodily tissue, and dyspareunia. It was reported that the initial procedure was completed successfully without complications. A pelvic repair was performed by a different physician immediately after the sling procedure. No other information about the pelvic repair is known. In 2007, the patient had several hospital visits that determined the following: on (B)(6), the patient was presented with urethral discharge and dizziness. The patient was then catheterized and was voiding normally. On (B)(6), the patient was presented with constipation and retention, but the physician did not find anything abnormal. A week later, the patient was presented with discomfort and it was found that the patient had 30 cc's of post void residual urine. On (B)(6) 2007, the patient was presented with an e.coli infection and had the same post void residual urine volume as before. The patient was then treated for the infection with ciprofloxacin. The patient had a kidney stone removed on (B)(6) and a dangler stent removed (B)(6). It is unknown whether the stent was a bsc device. After the kidney stone removal, the patient's condition was reported to be "fine." There was no correspondence between the patient and the hospital after (B)(6) 2007. The patient's current condition is unknown.

Manufacturer narrative:
Dr. (B)(6) was the implanting physician. Dr. (B)(6) was the patient's consulting urologist and did the pelvic repair. Dr. (B)(6)'s phone number is (B)(6).